Event description:
It was reported that 24 hours post implant the pulse generator had no output. Interrogation revealed that the battery was at elective replacement indicator.

Manufacturer narrative:
Final analysis found that the device exhibited loss of output due to pulse amplitude on both channels being programmed to 0v one day prior to explant. The reported discrepancy could be reproduced when the pulse amplitude in both channels was programmed to 0v. After reprogramming to nominal settings, normal device function ensued.